Manufacturer narrative:
(B) (4) - warm sensation in and around pocket site (yes). The implanted neurostimulation system was returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt felt a warm sensation in and around the implantable neurostimulator pocket during recharging. The pocket area was not red. The implantable neurostimulator recharger wasn't turning off. The lead was revised (see mfg report # 3004209178200900223). The pt had great stimulation coverage for 1 week post implant. After that, stimulation was very painful to the pt. She experienced sharp pain in the abdominal area. X-rays (date not reported) revealed that the leads had not moved. The implantable neurostimulator was reprogrammed numerous times. Two separate lead revisions were done in an attempt to regain stimulation coverage. The painful, sharp abdominal pain continued. The device system was explanted (B) (6) 2010. There was no pt injury associated with the event. The pt recovered without sequela after removal. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.